Manufacturer narrative:
No failure could be identified as a result of the investigation.

Event description:
Tampon cotton padding stayed inside - vaginal [foreign body in reproductive tract]. Tampon cotton padding stayed inside [device breakage]. Tampon cotton padding stayed inside (upon removal) [complication of device removal]. Consumer reported via e-mail that cotton padding stayed inside upon removal. No serious injury reported.